Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that tubing breakages. ¾ in pac needle broken at hub near cap, had to reaccess port in the middle of the night d/t tubing breaking requiring a replacement. No other information provided, at this time. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was a 22ga powerloc infusion set without a y-site. The returned product samples were evaluated and the following observations were made: a complete break in the extension tube was confirmed and occurred at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that tubing breakages. ¾ in pac needle broken at hub near cap, had to reaccess port in the middle of the night d/t tubing breaking requiring a replacement. No other information provided, at this time. A specific number of affected devices or patients was not provided by the complainant.